Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-03761. It was reported that patient admitted to hospital for unknown reason. Upon evaluation, it was found that patient developed endocarditis vegetation. Vegetation was seen on patient's right ventricular (rv) lead. The rv lead and implantable cardioverter defibrillator (ICD) were explanted. The patient was recovering.